Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 02 (compression tracking error) was confirmed during archive review but not during functional testing. The root cause was due to the patient/object being too small and light in weight during compression. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. During visual inspection, cracked front and bottom covers were observed. Archive data review indicated multiple error message ua 2 that occurred around the reported event date of (B)(6) 2016. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed that the patient/object was too small and light in weight during compression on (B)(6) 2017 which caused the platform to display error message ua 02. The platform failed the initial functional testing due to system error 139 (unable to hold compression position) displayed after the unit performed few compressions, unrelated to the reported complaint. The root cause was due to the drive train motor being out of specification. The drive train motor was replaced to remedy the fault. The autopulse platform is a reusable device and was manufactured in 2008; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. In addition, load cell characterization was performed and both load cell modules are functioning within the specification. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front and bottom covers were replaced, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during patient use, the platform displayed error message user advisory (ua) 02 (compression tracking error). Manual CPR was performed and patient care was not compromised.